Event description:
The customer reported that while attempting to perform testing droplets of fluid on top of the gel card foil were observed without receiving an error message. Testing was aborted and dripping was noted from the probe housing station. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer verified the vacuum and pressure were within specifications. The fe reported evidence of fluid leakage. Replacement of the appropriate components and the necessary adjustments has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.